Event description:
Patient walked throug security system and device turned off. Representative interrogated device and found the neurostimulator serial number was lost, device por'd. Representative reset serial number and tried to program, but soon there after, the device reset again. No report of device explantation.